Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number a device history record could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
On (B)(6) 2013 during a left femur nailing a screw was being placed in an oblong hole on the nail and upon final tightening, the screw head popped off at the shaft junction. The screw shaft remains in the patient while the screw head was retrieved. Surgeon did not want to remove the shaft and was satisfied with the fixation this is 1 report of 1 for complaint (B)(4).